Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: review of the black box data revealed records of unexplained power on reset events. On examination, there was no damage found to battery compartment. A battery cap was not returned with the pump. A new test battery cap was able to fully tighten to the pump with no yellow o-ring showing. On investigation, the pump was exercised for 24 hours using the test battery cap; no power on reset was duplicated. The pump was opened for further investigation and did not reveal any evidence of internal moisture or damage to the power circuit. The complaint was verified in the history but could not be duplicated during testing. (B)(4).